Event description:
A customer reported experiencing a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the error code did not appear again, and they successfully initiated a sensor session.